Event description:
Complainant alleged that during a routine shift check by a clinician,the device inappropriately shut down. Complainant indicated that there was no pt involvement in the reported malfunction.